Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: reducing radiation exposure during crt implant procedures: single-center experience with low-dose fluoroscopy settings and a sensor-based navigation system (mediguide). J cardiovasc electrophysiol 2016;27:1337-1343. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding cardiac resynchronization therapy defibrillator (crt-d) implantation procedures . Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article noted coronary sinus dissection caused with a balloon catheter during the implant procedure of the left ventricular (lv) lead. A different model of the balloon catheter was subsequently used for additional procedures. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.